Manufacturer narrative:
The customer stated the patient was actively seizing when the alleged event occurred, and fell off the cot due to patient error.

Event description:
It was reported that the cot dropped with a patient on it and the patient hit their head on the ground.

Event description:
It was reported that the cot dropped with a patient on it and the patient hit their head on the ground. No other injury details were provided.